Manufacturer narrative:
A partial lead with the pin measuring 7.2 cm was returned for analysis. External insulation abrasion was noted at 4.6 cm from the pin. . Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.